Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported that the end of the drill broke inside the bone and can't be removed.

Event description:
It was reported that the end of the drill broke inside the bone and can't be removed.

Manufacturer narrative:
Correction: please refer to d1, d9/h3, h6 method, results, conclusion codes. The reported event could be confirmed, since the device was returned for evaluation, and matches the alleged failure. The device inspection revealed: the visual inspection of the received scaled drill revealed it to be broken at the starting of the cutting edge. The breakage surface predominantly indicates towards a brittle fracture. Just around the breakage point, slight deformation of the edges was observed which indicates that the drill interacted with a hard/metal object during drilling which along with bending overload resulted in breakage. Dimensional inspection indicates that the drill is within the specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The breakage was caused due to a bending overload and a possible contact with a hard/metal object during use. If any additional information is provided, the investigation will be reassessed.